Manufacturer narrative:
The investigation of positioning issues has been completed. The impella device was not returned for evaluation. The cause of the positioning issue was most likely patient movement related as the pump had position alarms after transfer to/from the operating room and also during naso-duodenal (nd) tube placement with patient bearing down that resolved after the procedure.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that a patient on impella cp support was taken to the operating room for attempted impella cp swap to intra-aortic balloon pump. The patient decompensated and the exchange was aborted. Since returning from the operating room, there has been intermittent position alarms and suction at p7. The pump was repositioned by the medical team without imaging. Cm marking now was 84 and was previously 91. Echocardiogram was done now to assess placement and the pump appeared slightly deep but away from ventricular anatomy. The decision was made not to reposition. The next day, there was an impella in aorta alarm in the morning during nasoduodenal tube placement. The patient was bearing down that resolved when placement was completed. Impella position unknown advisory alarm was also present and the patient on this day was able to be escalated to impella 5.5. The procedural outcome was the patient survived the surgery.